Manufacturer narrative:
Corrected b5 describe event or problem corrected h6 patient code description, patient code, impact code description, impact code.

Event description:
It was reported that during a device check, fluid was noted around the device and it appeared the patient may have developed an infection. Approximately one month later, the patient presented to the emergency room after being found unresponsive. It was reported that the patient received treatment for acute respiratory failure and hypoxia. The patient also had elevated troponin levels and endocarditis was noted. The patient subsequently expired approximately five days after presenting to the emergency room. There were no allegations against device functionality at that time. The local area field representative was contacted for additional information, however no further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with fluid discharge and endocarditis. Reportedly, the patient presented to emergency room after being found unresponsive and has been treated for acute respiratory failure and hypoxia. There were no additional adverse patient effects reported. The ra lead remains in service.